Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the ventilator at the manufacturer's service center, the fio2 tubing filter was found to be blocked with dust. The filter will be replaced to address the issue.